Event description:
A letter rec'd from the pt dated (B)(6) 2012, indicated that increased pain in his leg, and as a result the surgeon informed him that he needs revision as the hip is loose, and the thighbone is inflamed. Letter indicate that revision is booked for (B)(6), but unsure if this went ahead.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5460, lot # fm097395, description: std mitch trh cp sz 54/60, MFR: depuy. Cat # mmh-9988-1454, lot # fm066253, description: mitch trh md hd sz 54+4, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if rec'd will be provided in a supplemental report.